Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump emitted a pump was not priming alarm and insulin reading was zero. Customer support determined that the pump was losing power. There was no additional information at the time of this report. There is no adverse event associated with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.